Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported issue. As a precaution, physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device locked up when attempting to perform a nibp (non invasive blood pressure) measurement on the patient. The customer indicated that when this lockup occurred, the device was power cycled and normal operation was observed for the remainder of the event. The patient did not suffer any adverse effects during the reported issue.